Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). E1 telephone: (B)(6). G2 foreign: china. Evaluation and investigation are in process. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that during surgery, device didn't power on and battery pack has ruptured. There was a patient involved but no harm reported. There was a 10 minute delay in the procedure as another device was prepared and used to complete procedure. Due diligence information complete.

Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, d4, d5, g3, g6, h2, h3, h4, h6, h11. The device was returned with the batteries removed from the pack. Functional testing of the returned product found the device would not power on when connected to a lab battery pack. Visual inspection of the interior of the pack found electrolyte inside of the pack. There did not appear to be damage to the wiring of the pack. Visual inspection of the interior of the handpiece found the plunger was stuck in place inside the plunger housing. The motor would power on when the electrodes were made to touch in both trigger modes when connected to the lab battery pack. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.